Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 6/28/2019. Device evaluation summary: according to the information received, it was reported a rupture on a breast implant during surgery. During evaluation of the sample it was observed a crease with an area of shell abrasion in the anterior aspect. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No other anomalies were discovered. Shell abrasion suggests being in-vivo folding or creasing of the device. A crease / fold failure may be the result of the continuous and sustained stresses to the device. Complaint information will be included in complaint trending that is reviewed and monitor by monitored by quality assurance on a regular basis to determine if further action is necessary. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: replacement of devices due to possible rupture but was confirmed that both implants were intact. Manufacturer¿s reference number: (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003.

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) year-old caucasian female patient who underwent breast augmentation revision surgery with a 325cc mentor memorygel breast implant experienced possible bilateral rupture post procedure. However, during explantation surgery patients implants were intact. As a result, patient had undergone bilateral removal and replacement with a 350cc mentor memorygel breast implant on (B)(6) 2019. This report is for the left sided device.